Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 3/26/2019. Device evaluation summary: it was reported that a 40-year-old patient underwent primary breast reconstruction with a mentor 350cc tissue expander and experienced deflation post procedure. Upon receipt by mentor the device returned without fluid. White material was observed within the device. Yellow material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.1 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent primary breast reconstruction with a mentor 350cc tissue expander and experienced deflation post procedure. When the expander was being filled for the last time it began leaking. The device was replaced with another mentor 350cc tissue expander.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/6/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).